Event description:
Patient reported that pump screen was often unresponsive and difficult to turn on, presenting safety and accuracy concerns due to needing multiple button presses to enter values and confirm actions. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.